Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the cause patient experiencing stimulation down their leg and toes was not determined. The issues reported has not been resolved. The patient will be returning to their doctor on (B)(6) 2018 to see what was going on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she was experiencing stim that went down her leg and her toes are wiggling. Patient stated her symptoms had improved and she was not in a diaper. Patient stated she just wanted to make sure she had it on the right setting. Patient had access to the patient programmer (pp) and had the ability to change or adjust programs and stimulation. Patient reported feeling stim in her vagina. It was reviewed with the patient that the patient would want to feel stim in the bike seat area. It was reviewed that patient could consider decreasing stim a little to see if that helped with discomfort. Patient was currently on p4 at 0.8v. Patient was advised to change program if decreasing stim does not help. Patient was redirected to follow up with healthcare professional (hcp). No further symptoms or complications reported.